Event description:
After one year of cochlear implant use, the patient reported experiencing loud stimulation and pain on the implant side which prevented her from using her processor. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation/reimplantable surgery took place.